Manufacturer narrative:
H10 device evaluation: a visual inspection of four companion samples did not observe any product defects or abnormalities.

Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported via e-mail that more than half of the tampons in the carton had the string break inside of her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.